Event description:
The users lawyer reports via email that the user has experienced a bacterial corneal ulcer within a few hours of using the device. The reporter does not specify the device involved in the incident, only that it is a coopervision contact lens. The user states they were taking painkillers (unspecified) and prescribed moxifloxacin eye drops. The user also states that they were referred for a consultation to discuss surgery (unknown) related to the incident. Medical documentation provided by the user states they were seen (B)(6) 2022 and diagnosed with a bacterial corneal ulcer. The user was discharged on the same date with a prescription for moxifloxacin. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. No further information has been provided on the device involved in the incident or further medical interventions. This event is being reported in an abundance of caution based on the diagnosis of bacterial corneal ulcer and lack of additional information.

Manufacturer narrative:
The report has supplied insufficient information on the device involved in the incident. No identifying information has been included such as make/model/brand or lot information. Based on the lack of currently available information, the manufacturer is unable to investigate further at this time. Should additional information become available, or device be returned for manufacturer analysis, further investigation will take place and a follow-up report will be submitted as appropriate. The relationship between the adverse event and a coopervision device is unconfirmed.